Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain pelvic'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage) after insertion of essure and mirena'), abortion spontaneous ('stillbirth or miscarriage during use of essure and mirena'), genital haemorrhage ('general abnormal bleed') and device dislocation ('malpositioned iud (displacement of intrauterine contraceptive device)') in a 29-year-old female patient who had essure (batch no. D19662) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included mirena intrauterine delivery system (batch no. Tu018fg) for menstrual cycle management. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included diabetes, hypothyroidism, dizziness, hair loss, rectal bleeding, constipation, diabetes mellitus, amenorrhoea and left upper quadrant pain. Concomitant products included bupropion hydrochloride (wellbutrin), cyclobenzaprine, fluoxetine, levothyroxine from (B)(6) 2015 to (B)(6) 2019, loratadine, nsaids since (B)(6) 2016, paracetamol (acetaminophen) since (B)(6) 2016, paroxetine hydrochloride (paxil), prednisone and vitamin d nos (vitamin d). On (B)(6) 2016, the patient had mirena 52 mg inserted (intra-uterine), releasing product at 20 mcg/24hr continuously. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psych injury/depression"), migraine ("migraine"), headache ("headaches"), urinary tract infection ("uti"), anxiety ("anxiety and mental anguish"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2018, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and urinary tract disorder ("bladder/urinary problems: urinary problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (she had hysterectomy (full) and salpingectomy (bilateral)). Essure and mirena were removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, urinary tract disorder, migraine, headache and weight increased had resolved and the pregnancy with contraceptive device, abortion spontaneous, device dislocation, depression, vaginal haemorrhage, menorrhagia, urinary tract infection, anxiety, nausea, dysmenorrhoea, dyspareunia and fatigue outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure and mirena. The reporter commented: she received treatment for event pelvic pain, abdominal pain, general abnormal bleeding, bladder/urinary problems: urinary problems, migraine, headaches, weight gain. Traliing coils in right ostia: 5 and 4 in left ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: device was successfully occluded. Most recent follow-up information incorporated above includes: on 22-oct-2019: pfs and medical record received. Essure lot number added. Events added: pregnancy (stillbirth or miscarriage), abnormal bleeding (vaginal), menorrhagia, uti, anxiety and mental anguish, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue and device ineffective. Event clubbed and pt term updated: psych injury/depression, event severity added for: physical pain/ pain pelvic and abdominal pain. Medical history, reporters, concomitant and co-suspect drugs were added. This case report refers to a 29-year-old female consumer who had essure (fallopian tube occlusion insert) and mirena (levonorgestrel) inserted on (B)(6) 2016 and experienced physical pain/ pain pelvic, general abnormal bleed (interpreted as genital bleeding), got pregnant and had a miscarriage. It was also reported the occurrence of malposition iud (displacement of intrauterine contraceptive device). Essure and mirena were removed on (B)(6) 2019. All these events are listed in the reference safety information for essure and mirena. In this particular case, the event physical pain/ pain pelvic occurred about a month after insertion of essure and mirena. She got pregnant about a year after insertion of both essure and mirena. With regards to the event device dislocation, it was diagnosed about 2 years after insertion (after the occurrence of pregnancy). According to the medical records, it was mentioned that the plaintiff had no menstrual periods since iud placed, however she experienced a miscarriage after getting pregnant (discrepant information). Considering that the events occurred after insertion of essure and mirena and no alternative explanation was provided, a causal relationship between the events physical pain/ pain pelvic, general abnormal bleed, and pregnancy with essure and mirena cannot be excluded (related). With regards to the causal relationship between the event miscarriage and mirena, it cannot be excluded due to a compatible temporal association, however a causal relationship with essure can be excluded considering that no gestational age was provided and vast majority of spontaneous abortion occurs in the first trimester. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain pelvic'), abortion spontaneous ('stillbirth or miscarriage during use of essure and mirena'), device dislocation ('malpositioned iud (displacement of intrauterine contraceptive device)'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage) after insertion of essure and mirena') and genital haemorrhage ('general abnormal bleed') in a 29-year-old female patient who had essure (batch no. D19662) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included mirena intrauterine delivery system (batch no. Tu018fg) for menstrual cycle management. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included diabetes, hypothyroidism, dizziness, hair loss, rectal bleeding, constipation, diabetes mellitus, amenorrhoea and left upper quadrant pain. Concomitant products included bupropion hydrochloride (wellbutrin), cyclobenzaprine, fluoxetine, levothyroxine from (B)(6) 2015 to (B)(6) 2019, loratadine, nsaids since july 2016, paracetamol (acetaminophen) since july 2016, paroxetine hydrochloride (paxil), prednisone and vitamin d nos (vitamin d). On (B)(6) 2016, the patient had mirena 52 mg inserted (intra-uterine), releasing product at 20 mcg/24hr continuously. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In july 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psych injury/depression"), migraine ("migraine"), headache ("headaches"), urinary tract infection ("uti"), anxiety ("anxiety and mental anguish"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In june 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In december 2018, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), urinary tract disorder ("bladder/urinary problems: urinary problems") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (she had hysterectomy (full) and salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, urinary tract disorder, migraine, headache, weight increased, vaginal haemorrhage, menorrhagia, urinary tract infection and alopecia had resolved and the abortion spontaneous, device dislocation, pregnancy with contraceptive device, depression, anxiety, nausea, dysmenorrhoea, dyspareunia and fatigue outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure and mirena. The reporter commented: she received treatment for event pelvic pain, abdominal pain, general abnormal bleeding, bladder/urinary problems: urinary problems, migraine, headaches, weight gain. Trailing coils in right ostia: 5 and 4 in left ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received. New events added: hair loss. Outcome of previously added events menorrhagia, abnormal bleeding(vaginal), uti were updated to recovered/resolved. Legacy device report number: 2951250-2019-06837 : med watch 3500a MFR number. This case report refers to a 29-year-old female consumer who had essure (fallopian tube occlusion insert) and mirena (levonorgestrel) inserted on (B)(6) 2016 and experienced physical pain/ pain pelvic, general abnormal bleed (interpreted as genital bleeding), got pregnant and had a miscarriage. It was also reported the occurrence of malposition iud (displacement of intrauterine contraceptive device). Essure and mirena were removed on (B)(6) 2019. All these events are listed in the reference safety information for essure and mirena. In this particular case, the event physical pain/ pain pelvic occurred about a month after insertion of essure and mirena. She got pregnant about a year after insertion of both essure and mirena. With regards to the event device dislocation, it was diagnosed about 2 years after insertion (after the occurrence of pregnancy). According to the medical records, it was mentioned that the plaintiff had no menstrual periods since iud placed, however she experienced a miscarriage after getting pregnant (discrepant information). Considering that the events occurred after insertion of essure and mirena and no alternative explanation was provided, a causal relationship between the events physical pain/ pain pelvic, general abnormal bleed, and pregnancy with essure and mirena cannot be excluded (related). With regards to the causal relationship between the event miscarriage and mirena, it cannot be excluded due to a compatible temporal association, however a causal relationship with essure can be excluded considering that no gestational age was provided and vast majority of spontaneous abortion occurs in the first trimester. Further information will be obtained through the litigation process. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain pelvic'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage) after insertion of essure and mirena'), abortion spontaneous ('stillbirth or miscarriage during use of essure and mirena'), genital haemorrhage ('general abnormal bleed') and device dislocation ('malpositioned iud (displacement of intrauterine contraceptive device)') in a 29-year-old female patient who had essure (batch no. D19662) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included mirena intrauterine delivery system (batch no. Tu018fg) for menstrual cycle management. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included diabetes, hypothyroidism, dizziness, hair loss, rectal bleeding, constipation, diabetes mellitus, amenorrhoea and left upper quadrant pain. Concomitant products included bupropion hydrochloride (wellbutrin), cyclobenzaprine, fluoxetine, levothyroxine from (B)(6) 2015 to (B)(6) 2019, loratadine, nsaids since (B)(6) 2016, paracetamol (acetaminophen) since (B)(6) 2016, paroxetine hydrochloride (paxil), prednisone and vitamin d nos (vitamin d). On (B)(6) 2016, the patient had mirena 52 mg inserted (intra-uterine), releasing product at 20 mcg/24hr continuously. On (B)(6) 2016, the patient had essure inserted. On 17-jun-2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psych injury/depression"), migraine ("migraine"), headache ("headaches"), urinary tract infection ("uti"), anxiety ("anxiety and mental anguish"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2018, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and urinary tract disorder ("bladder/urinary problems: urinary problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (she had hysterectomy (full) and salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, urinary tract disorder, migraine, headache and weight increased had resolved and the pregnancy with contraceptive device, abortion spontaneous, device dislocation, depression, vaginal haemorrhage, menorrhagia, urinary tract infection, anxiety, nausea, dysmenorrhoea, dyspareunia and fatigue outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure and mirena. The reporter commented: she received treatment for event pelvic pain, abdominal pain, general abnormal bleeding, bladder/urinary problems: urinary problems, migraine, headaches, weight gain. Traliing coils in right ostia: 5 and 4 in left ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-nov-2019: quality safety evaluation of ptc. This case report refers to a 29-year-old female consumer who had essure (fallopian tube occlusion insert) and mirena (levonorgestrel) inserted on (B)(6) 2016 and experienced physical pain/ pain pelvic, general abnormal bleed (interpreted as genital bleeding), got pregnant and had a miscarriage. It was also reported the occurrence of malposition iud (displacement of intrauterine contraceptive device). Essure and mirena were removed on (B)(6) 2019. All these events are listed in the reference safety information for essure and mirena. In this particular case, the event physical pain/ pain pelvic occurred about a month after insertion of essure and mirena. She got pregnant about a year after insertion of both essure and mirena. With regards to the event device dislocation, it was diagnosed about 2 years after insertion (after the occurrence of pregnancy). According to the medical records, it was mentioned that the plaintiff had no menstrual periods since iud placed, however she experienced a miscarriage after getting pregnant (discrepant information). Considering that the events occurred after insertion of essure and mirena and no alternative explanation was provided, a causal relationship between the events physical pain/ pain pelvic, general abnormal bleed, and pregnancy with essure and mirena cannot be excluded (related). With regards to the causal relationship between the event miscarriage and mirena, it cannot be excluded due to a compatible temporal association, however a causal relationship with essure can be excluded considering that no gestational age was provided and vast majority of spontaneous abortion occurs in the first trimester. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), genital haemorrhage ("general abnormal bleed"), psychological trauma ("psych injury"), urinary tract disorder ("bladder/urinary problems: urinary problems"), migraine ("migraine") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (she had hysterectomy (full) and salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, genital haemorrhage, urinary tract disorder, migraine, headache and weight increased had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, headache, migraine, pelvic pain, psychological trauma, urinary tract disorder and weight increased to be related to essure. The reporter commented: she received treatment for event pelvic pain, abdominal pain, general abnormal bleeding, bladder/urinary problems: urinary problems, migraine, headaches, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: reporter details updated and patient demographics were added. Updated essure indication. Added events abdominal pain, psych injury, general abnormal bleeding, bladder/urinary problems: urinary problems, migraine, headaches, weight gain. Updated event physical pain/ chronic pain pelvic (previously reported as physical pain), incident category, updated outcome. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. A review of our complaint records and other non-conformances data was conducted; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.